Event description:
It was reported that during the implant procedure, the physician used five delivery catheters to implant the low-voltage pacing lead, as the lead could "hardly come out of the sheath." The delivery catheters were replaced and the lead was implanted. No patient complications have been reported as a result of this event.